Event description:
It was reported that the patient complained of dizziness. The programmer showed ventricular loss of capture. Thresholds were at 4.0 v. Lead impedance was greater than 2000 ohms. An x-ray revealed no ventricle lead breakage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.